Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure a faradrive was selected for use. The physician observed that the device was letting in air during preparation. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device will not be returned for analysis.